Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm. It was reported that the pump emitted call service alarm code 012-009501a7. This complaint is being reported because the alleged issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.